Event description:
It was reported that technical services (ts) was contacted to review this implantable cardioverter defibrillators (ICD) stored data for several events. Ts reviewed and discussed stored data. Ts discussed that there was intermittent crosstalk on the right ventricular (rv) channel and this caused for anti-tachycardia pacing (atp) to be delivered. Ts discussed that it was unable to determine if atp was delivered for supraventricular tachycardia (supraventricular tachycardia (svt) or ventricular tachycardia (vt). The arrhythmia was terminated. Ts discussed programming options. This device remains in service. No adverse patient effects were reported.